Event description:
On 09/12: customer reports staff had started room for days procedures when the table failure was noted. Customer stated that table was stuck in the trendelenburg position and would not move. Customer does not have a back up room and all procedures were cancelled and rescheduled at another facility. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.